Manufacturer narrative:
The associated complaint device was not returned for evaluation. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the bumper snapped while impacting the femur during surgery.